Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in tubing (without an alarm) in a homechoice cassette during drain one of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported that there was air in the tubing of the final line while the supply line was clamped closed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, during the troubleshooting it was reported that the final line clamp was closed during the prime which is known to cause air in the tubing. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also informs the user to open the clamps on the lines connected to solution bags and the patient line to ensure proper priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.